Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leak co2 rebreathing risk error alarm. No patient or user harm reported. The device was reported to be outside of use at the time of the reported problem. The customer informed the remote service engineer (rse) that the issue occurred while performing preventative maintenance (pm). The rse performed troubleshooting with the customer and found that the customer does not have a whisper swivel in place. The customer stated that they did not have a whisper swivel and would ask the respiratory therapy department for a replacement. The rse informed the customer that if the whisper swivel did not resolve the issue and the alarm persisted, then it is recommended to replace the flow sensor assembly (fsa). The rse provided the customer with the part information for the fsa. This investigation is ongoing.